Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect codes), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had leaked in test system.

Manufacturer narrative:
Updated fields: b3, b4, b5, d8, d9, e1 (initial reporter name, email), e2, e3, g3, g6, h2, h3, h6 (health effect code- clinical code, imapct code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had leaked in test system during equipment preparation intermittently. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4,d9,g1(contact person - mfg site),g3,g6,h2,h6(investigation conclusions, component codses, investigation findings ),h11. The failure analysis and testing dept. Received part with a reported unit failure of the pim leak test failing intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Ran the all manifold test multiple times with no failures. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) replaced safety disk and performed pneumatic module leaks tests. Connected unit with balloon and the unit operated without alarm prompted. Unit operated as normal and all functional and safety test completed.